Event description:
User reports a water leak, noting the valve body is cracked on the instrument. The leak is not on the floor. No one was harmed and no erroneous pt results were generated.

Manufacturer narrative:
The technical support specialist placed an order for replacement valve body, which was received and replaced by the customer in 2009. Customer stated the replacement valve body resolved the issue. The cracked valve body is not available for further investigation.